Manufacturer narrative:
Mfg site name - (B)(6). Investigation results: a visual examination of the complaint device found that the clip assembly was fully deployed, and the clip was not returned with the device. The coil was kinked into the bushing. The control wire was kink, was pulled from the coil out through the handle. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-02805 pertains to the first resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, both clips were attempted to be deployed but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-02805 pertains to the first resolution 360 clip device and manufacturer report# 3005099803-2017-02806 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, both clips were attempted to be deployed but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.